Manufacturer narrative:
Product recall initiated on august 21, 2007.

Event description:
Patient contacted s&n in 2007. The third week following the surgery patient had redness, swelling and pain. He has been to the doctor several times and 9/14 was the 4th visit. They've done three knee taps to make sure there were no infections and are considering flushing it out.